Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and type 1 diabetes mellitus ('diabetes 1') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), type 1 diabetes mellitus (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, abdominal pain and menorrhagia had resolved and the type 1 diabetes mellitus, fatigue, alopecia, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, type 1 diabetes mellitus, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, fatigue, hair loss, weight gain ,weight loss, diabetes 1. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury was updated to new events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back pain, pelvic pain abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, hair loss, weight gain ,weight loss, (diabetes 1). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.